Event description:
When back of the basket tore off, there was no resistance or any pressure.

Manufacturer narrative:
One used stone extractor was received noting the entire basket and distal cannula to be separated from the main stone extractor. One wire, of the four wires making up the basket portion, was noted to be pulled out of the distal cannula. The remaining basket wires were observed inside the distal cannula; an adequate amount of adhesive was observed inside the distal cannula. The basket wires were noted to be bent in several locations and the loops at the top of the basket that connect both wires were no longer looped together. Additional info received from the distributor indicates another extractor was used to remove the basket segment from the pt's ureter during the same procedure. The pt was not harmed and the pt's current status is good. Excessive force being applied to the device has most likely caused the basket wires to separate causing the difficulty experienced. Should additional info become available, it will be forwarded.